Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The product history records confirm that the product met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, patient experienced horrible blurry vision, unable to see clearly and distance, diplopia. Clinical reason was mentioned as map dot dystrophy. The iol was exchanged for another lens. Additional information was requested.